Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it does not cycle as designed, the actuator catches at the fully extended position but can be retracted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a left knee repair surgery for a discoid meniscus rupture, the t2 of the fast fix device pulled out when the suture knot was tightened. Both t implants were removed form the patient using scissors and graspers. The procedure was successfully completed using a back-up device. It is unknown if there was a surgical delay due to the reported event and no further complications were reported.